Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: additional information. Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. Rescue tape was applied to the afflicted area before a clamshell repair was performed by an abbott technical services representative on (B)(6) 2019 via work order (B)(4) . The patient remains ongoing on (B)(6) and no related issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline.

Manufacturer narrative:
The approximate age of device: 6 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that multiple low voltage advisories were observed. Rescue tape applied was at bend relief. Technical services reviewed the submitted log files, and low voltage advisories were confirmed. On (B)(6) 2019, perc lead field repair (clamshell) was completed. No additional information was provided.